Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen. A technical support specialist (tss) logged into the device remotely via remote support service (rss). The device was displaying medapp without issues. The customer was able to resolve the issue, and the device was working properly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen. The customer reported a hardware error. Nurse provided a temporary password, but login was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.